Manufacturer narrative:
(B)(4). The supplies were discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center to report the homechoice (hc) was pulling too much fluid during the prime cycle. The caregiver started over with new supplies. Follow up with the nurse, regarding the alarm and the hc pulling too much fluid during prime, revealed that the patient never informed her that he was having these issues. The nurse stated that the patient is doing well on the new cycler with no reported issues.

Manufacturer narrative:
(B)(4). The complaint was not confirmed due to a lack of sample and batch review was not performed since lot number information was not available. The root cause could not be identified. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress.